Manufacturer narrative:
One (1) imp, tsv, 4.7, 13, mtx, mg (tsvtwb13) was returned for investigation. Visual evaluation of the as returned product identified the implant fractured at the collar. Additionally, a fractured screw could be seen fractured in the x-ray provided. Bone debris were seen at the implant vent. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate density (type ii). The reported device was located on tooth # 14 (universal) and was used for approximately 1 year and 9 months. Appropriate documentation was reviewed. DHR review for the lot: (64043097) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number: (64043097) for similar events (complaint category keywords: fracture: implant; screw) and one (1) complaint was identified (B)(4). Based on the available information, device malfunction did occur and the reported events (fracture implant, fracture screw) were confirmed. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional PMA/510(k) number: k101880.

Event description:
It was reported that implant fracture and it was removed. Tooth location 14.